Event description:
In 1992 I had to have a hysterectomy due to multiple cysts growing on both ovaries, endometriosis, type a cancer cells, and extremely enlarged veins on the uterus. I was (B)(6) years old and this occurred less than a year after having silicone, textured, breast implants placed over the chest muscle. From 1992-2009 I experienced 3 bladder infections, 4 yeast infections, 2 kidney infections, begin having migraines and end up in the ER on 6 occasions due to pain and vomiting. Begin to have almost constant intestinal pain and go to ER twice, start having night sweats, pass out twice at work, diagnosed with mitral valve prolapse, and begin to have mood swings. In 2010-2011, I began to have swollen lymph in armpit, difficulty swallowing, constipation, continued abdominal pain, and have to have my gallbladder removed. I have a mammogram and begin to experience extreme pain in my breasts (especially the left one), my body can no longer regulate temperatures, several more yeast infections, and migraines are now monthly. In 2012-2013, I have 3 sinus infections, 2 causes of bronchitis, and 3 yeast infections. I begin to rapidly lose my eyebrows, nauseated when I lay down, heart palpitations weekly, allergic reaction to makeup, jewelry, hair spray, and brewer¿s yeast, metallic taste in mouth, bad breath, ridges on finger nails appear, painful, red, dry eyes daily, profuse sweating after eating. In 2014-2015, I am extremely fatigue, can¿t recover from exercise, lymph node more painful, sores in nose and mouth and diagnosed with autoimmune called oral lichen planus, begin to have panic attacks, chronic heart burn, increased breast pain, can¿t take a deep breath, constant thirst, left breast slowly getting larger, lose my armpit hair, weekly migraines, joint pain, diagnosed with upper intestinal blockage, extreme brain fog, shingles on lower back, and gout in my left hand and big toe. In 2016- present I can no longer exercise, inflammation in joints is extremely painful, constant loud buzzing in ears, weekly bouts of dizziness, daily palpitations, lose large amounts of head hair, extremely dry skin, bruise easily, pain from left implant up shoulder into neck and side of head, wake up twice with very large bruises under both armpits, yeast infection and thrush that last 6 months even with medication. Toxic metal hair test reveals 14 of the 20 metals listed in my implants including arsenic, lead, and mercury. Dizziness, intestinal surgery due to another blockage, bloody stools, lymph node in neck is also swollen, third intestinal blockage and end up in the hospital where it is discovered I also have qt prolongation and also go into tachycardia while there. Extreme liver pain and do a liver cleanse that passes 2 very large liver flukes, barely eating yet not losing weight, begin to throw up 2-3 times a month, memory loss where I get lost driving to places I have gone dozens of times. Implants go from being painful to being very itchy, extreme sensitivity to light, sound, smells, noises, and touch. Cyst on right hand is growing rapidly, all 5 skin tags under my armpits have fallen off, heart rate goes from rapid to skipping beasts often, can¿t sleep due to breast and joint pain and continual thirst, difficult to turn my head side to side, extreme brain fog, buzzing in ears is constant, hard to carry on a conversation, continued gout in toe so painful that I have to wear 1 size larger shoes.